Manufacturer narrative:
(B)(6) - drivers, cartridge, one piece sled. The ec60 device was received for analysis with no visual non-conformances and with two ecr60w cartridge reloads present. Cartridge (b) ecr60w was received partially fired 1/3 with damaged deck where firing stops. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition cartridge (c) ecr60w was received partially fired 1/16. It is possible that while loading the reload (c), the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload (c) by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the third stroke of the first firing with white reload. Changed another white reload but could not fire at the first stroke. Changed another device and reload to complete the procedure. There were no adverse consequences for the patient reported.